Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the suction route may have been blocked temporarily by foreign material which got into the hole of the suction valve or got between the scope cylinder and connection area of suction valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, auxiliary water flow clogging and bending section cover dent were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had no suction and that the plastic distal end cover needed replacement. The issue was found during reprocessing. There were no reports of patient harm.